Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additionally, touch panel error was observed during the evaluation phase. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a touch panel malfunction could not be confirmed; however, it was confirmed that e333 (touch panel malfunction error) had occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera elite ii video system center displayed an e333 error code and experienced a touch panel failure. The issue was found during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.